Event description:
During an esophagus cancer resection procedure, some of the staples were not present, and some were malformed. Another like device was used to complete the procedure. There was no patient consequence.